Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tube there was under-fill or low draw of a tube with blood and clotting/micro clots/fibrin clots. The underfill and clotting events occurred 17 times. The following information was provided by the initial reporter. The customer stated: "some tubes show clotting and many of them are underfilled."